Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak discovered during treatment complete when patient was removing the cassette from the cycler two days prior to calling technical services. There was fluid in the pump module area and on the external of the cassette. Fluid was leaking from the back of the cassette. There was no patient harm reported in the initial call. Additional information was requested but none has been provided. During the initial call the patient was still using the same cycler two days after the fluid leak event.